Event description:
It was reported that one of the patient's peripheral leads was infected. The doctor removed both peripherals and put boots over the extension. The facility disposed of the lead. Patient was doing well and was getting good epidural stimulation before and after surgery.

Manufacturer narrative:
Product ID 3888-45, lot # v821908, implanted: (B)(6) 2012, product type lead; product ID 3888-33, lot # v885492, implanted: (B)(6) 2012, product type lead; product ID 37754, serial # (B)(4), product type recharger; product ID 37744, serial # (B)(4), product type programmer; product ID 3708220, serial # (B)(4), product type extension; product ID 3708220, serial # (B)(4), product type extension; product ID 3487a-56, lot # v741665, implanted: (B)(6) 2012, product type lead; product ID 3487a-56, lot # v931748, implanted: (B)(6) 2012, product type lead.